Event description:
It was reported by dealer that the right crossbrace is broken at the weldment where it meets the seat rail on the mvps wheel chai . End user transferred to sit into the chair and while sitting it broke.